Manufacturer narrative:
The mcs tip cover accessory used during the da vinci-assisted surgical procedure were discarded by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip cover accessory fell inside the patient was retrieved in the same procedure. Although, the tip cover accessory was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the reported issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory fell inside the patient was retrieved in the same procedure with an unspecified instrument. The procedure was completed with another tip cover accessory with no reported patient injury. On 08-may-2019, intuitive surgical, inc. (Isi) followed up with the site¿s robotics coordinator and obtained the following information: during the da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was removed and when the surgical tech tried reinserting the mcs instrument, it was noticed that the tip cover accessory was missing. The surgeon immediately located the tip cover accessory inside the patient and retrieved it. The following were confirmed; there was no electrolube applied during the installation of the tip cover accessory, there was no issue during its installation, no physical damage was observed, and it was confirmed that the surgeon had not used monopolar energy from the mcs instrument prior to the fragment falling inside the patient; thus, there was no chance of arcing while the tip cover accessory was off. There were no intra or postoperative complications reported. It was also confirmed that the tip cover accessory was discarded.